Event description:
It was reported that, after an adenotonsillectomy surgery, it was noticed that part of the coblation halo wand's insulation had rubbed away and there was a small superficial injury to the patient's lip. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11. H3, h6. The reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The shaft covering is ripped and pulled, exposing a large portion of the metal shaft below it. There is bio debris around the edges of the ripped shaft covering. A functional evaluation was performed on the returned device and found the wand had no issues producing plasma or activating coag. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (damage to the tip and/or shaft insulation that occurred as a result of contact with metal objects or hard surfaces while activating the wand or contacting the distal portion of cannula with the shaft when inserting and removing the wand). Based on this investigation, the need for corrective action is not indicated.